Event description:
The pt experienced a burning sensation, swelling, and drainage at the implantable neurostimulator site. The pt took two weeks of antibiotics and the drainage stopped; the swelling remained a problem. The pt claimed to have an allergy to lead. The pt was informed there was no lead in any component of the implantable system. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.